Manufacturer narrative:
G2 correction: the report source study was not previously indicated in error. H6 correction: the previously applied device code a1405 is no longer applicable and was replaced with a2303. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 correction: the previous report indicated ¿at next appointment on 20221-nov-23, 2.8 ml (also reported as 2.5 ml) was expected and 7.5 ml was aspirated from the pump reservoir.¿ in error, and should instead have indicated ¿at next appointment on 2021-nov-23, 2.8 ml (also reported as 2.5 ml) was expected and 7.5 ml was aspirated from the pump reservoir.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study on 2022-oct-07. It was reported that on 2021-nov-23, the expected pump reservoir volume 2.8 ml; however, the actual reservoir volume aspirated was 7.5 ml. It was noted that although high it was within expected range. It was further reported that as of 2021-dec-07, the discrepancy resolved but the increase in spasms ongoing. Pump reprogramming occurred on 2021-nov-30, 2022-apr-06, and 2022-may-18. The outcome of the event was ongoing. The device diagnosis was pump reservoir volume discrepancy and the clinical diagnosis was indicated as not applicable. The pump administered baclofen with concentration 1000 mcg at a dose rate of 145.21008 mcg/day.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. At next appointment on 20221-(B)(6), 2.8 ml (also reported as 2.5 ml) was expected and 7.5 ml was aspirated from the pump reservoir. It was noted that the patient reported an increase in spasms on 2021-(B)(6). They were to review again at next appointment. The pump was reprogramm ed and the dose was increased on 2021-(B)(6). The spasms were indicated as having settled down on 2021-(B)(6). Regarding etiology, the relationship of the event wo the device or therapy was related and was possibly related to the implant procedure. The pump administered baclofen with concentration 1000 mcg at a dose rate of 145.21008 mcg/day. The device diagnosis was pump reservoir volume discrepancy and the clinical diagnosiswas increase in spasms. The event was ongoing.

Manufacturer narrative:
H6 update/correction: the previously applied device code a2303 was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study reported that the patient's spasm had gotten worse. It was indicated that the relationship of the event to the implant procedure was related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported when the new pump was implanted from shelf state, it was surmised that the volume of water was not completely aspirated prior to refill of 20mls of baclofen. At pump replacement, the pump was refilled with 20mls. At pump replacement, the pump was programmed to simple continuous mode, baclofen 1000 mcg/ml and the daily dose was 145.2mcg/day. The expected and aspirated volumes prior to implant of replacement pump on 2021-(B)(6) was not documented. The new pump was in shelf state. However, the discrepancy was noted at the first refill following replacement of the pump on 2021-(B)(6). The actual aspirated volume was 8mls and the expected residual volume was 3.8mls. It was noted that the reason for pump replacement was due to the pump having an elective replacement indicator (eri) of less than 8 months. There was a note in the patient's file that stated on 2021-(B)(6)the patient cancelled their earlier appointment as their pump was functioning normally. The refill was to be carried out as normal in november. The information was not confirmed with physician/a ccount as the information was found in medical notes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump continued to have volume discrepancies. The patient was experiencing withdrawal. The previous volume discrepancies were noted on (B)(6) 2022 expected 3.1ml, actual 6ml; (B)(6) 2023 expected 5.8ml, actual 10ml; (B)(6) 2023 expected 3.2ml, actual 8ml; and (B)(6) 2023 expected 2.5ml, actual 8ml. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned, but unknown if it was scheduled. The patient's status at time of report, 2024 (B)(6) , was alive - no injury. The baclofen medication in the pump was now noted to be 2,000 mcg/ml at 282.1 mcg/day.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient in a clinical study receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported a reservoir volume discrepancy was noted at clinic follow up visit, which occurred on (B)(6) 2021. The pump refill notes indicated the patient has not improved since replacement. It was noted there was a discrepancy between the expected and aspirated volumes, which was most likely due to the pump not being completely emptied on day of replacement. The hcp noted the next steps will be to move the refill earlier to (B)(6) (no notes available) and will review again then. It was unknown if there was any impact to the patient. It was unknown if any additional medical intervention was required to prevent injury or permanent impairment. The patient's medical history included spinal cord injury which was the indication for use. No assessment was made for the product/therapy/procedure relatedness. The patient¿s weight was unknown or would not be made available.